Manufacturer narrative:
The reported complaint that the autopulse platform (B)(6) stopped functioning and displayed fault 41 (patient temperature sensor failure) was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a defective temperature sensor. The archive data indicated fault 41 on and around the reported event date, confirming the reported complaint. The autopulse platform failed preliminary functional testing due to fault 41 displayed upon powering up, confirming the reported complaint. However, the fault code disappeared upon removing the front and bottom enclosure for internal inspection. The autopulse platform was further tested using the test manikin, and the platform functioned as intended without errors or faults. Nevertheless, the temperature sensor was replaced as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with (B)(6).

Event description:
The customer reported that the autopulse platform (B)(6) stopped functioning during the resuscitation attempt. The crew performed manual CPR for the rest of the call. After replacing the lifeband, the platform displayed fault 41 (patient temperature sensor failure). The patient's status information was requested, but the customer did not provide a response.